Event description:
Patient underwent pci, vascular surgeon used the proglide device for closure of left femoral artery, but it "misfired" and implant was wasted. A second attempt with a different proglide 6 fr was made, but "misfired" and wasted. An 8fr angio seal was attempted, but was wasted because the vascular surgeons determined the patients vessels were too small. A 6fr angio seal was used. Overnight the patients coagulopathy improved, two further signs of bleeding to her left groin. On (B)(6) 2013 left heart catheterization; (B)(6) 2013 CT show retroperitoneal bleed.